Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacture reference number: 2017865-2023-10674, related manufacture reference number: 2017865-2023-10677. It was reported that the patient presented during clinical follow-up, symptomatic of infection. The pacing system was explanted on (B)(6) 2023. The patient was in stable condition.